Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant is unknown; however, it is noted that the patient had a surgical tube graft placed prior to the evar repair of the abdominal aortic aneurysm. The physician elected to implant an endurant bifurcated stent graft inside of the tube graft due to the development of a right common iliac aneurysm and a left internal iliac aneurysm on an unknown date. It was reported that the patient presented with lower abdominal pain and red blood cells in the urine. The CT revealed that a proximal hook was outside the aorta, above the renal artery; however, the patient¿s symptoms were lower abdominal pain. The physician compared two CT films from eight months apart. The physician stated that the area around the renal artery and sma where the hook is extruding the aorta could be hematoma, infection, or adenopathy. A recent CT was performed. The patient¿s white blood cell count was elevated. The patient is being transferred to another hospital for further evaluation. The physician will continue to monitor the patient. No clinical sequelae were reported. Review of returned films post-implant showed that the device was positioned just below the renals. The ipsilateral limb and extension were placed into the right common iliac, and the contra limb and extension were placed into the left external iliac. The approximate max aaa diameter was 3.2cm, the right common iliac aneurysm diameter was 3.3cm, and the left internal iliac aneurysm diameter was 2.9cm. No endoleak or any stent graft issues are seen. Thrombus was seen in the proximal neck. The proximal end of one of the suprarenal stents (on the right side) was positioned approximately 5mm proximal to the orifice of the right renal artery. The flow lumen diameter at this location was 22 x 23mm. The neck diameter at the renals was 27mm (flow lumen). Post-implant images 8-months later showed that the stent graft was in the approximate same configuration as the previous study. The approximate max aaa diameter was 3.2cm, the right common iliac aneurysm diameter was 3.0cm, and the left internal iliac aneurysm diameter was 2.5cm. No endoleak or any stent graft issues are seen. Just outside of one of the suprarenal stent pins near the orifice of the right renal, there appears to be anew out-pouching of the proximal neck (approximately 5mm x 3mm in size) which has the appearance of a possible hematoma, and is possibly in communication with the renal artery. The neck flow lumen diameter at this location was 22 x 24mm. The neck diameter at the renals was 23 x 28mm (flow lumen). The cause of the possible hematoma is unknown; it is also unknown if the suprarenal stent observed near this location may have contributed. It also could not be determined if the reported red blood cells seen in the urine may have been caused by this possible hematoma.

Manufacturer narrative:
(B)(4). Evaluation methods: (films). Evaluation results: inherent risk of procedure (vessel perforation). Incorrect technique/procedure (implanting a device inside of a dacron graft). (Cause of event is unknown). Evaluation conclusion: operational context caused or contributed to the event: (implanting a device inside of a dacron graft). (Cause of event is unknown).